Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob and weight not available for reporting. Note: synthes was aware of a removal on (B)(6) 2017; it was confirmed to be a synthes plate on (B)(6) 2017. Originally implanted in (B)(6) 2017 during a revision of a synthes plate. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: product manufacture date: 16-dec-2015, part expiry: 30-nov-2025, product manufacture location: synthes (B)(4). A review of the device history record (DHR) revealed no complaint related anomalies. The (DHR) shows this lot of 3.5 mm lcp sup clavicle plate w/ lat extn/8 holes/rt/130 mm-sterile (part number 02.112.094s, lot number 9954857) was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformances or rework noted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a 3.5 mm lcp broken clavicle plate w/lat extn/8h/rt/130 mm and screws on (B)(6) 2017 due to the broken plate. The plate broke in two pieces. The plate and screws were originally implanted in (B)(6) 2017 during a revision of a synthes plate. On an unknown date postoperatively, the patient was playing golf when the plate broke. The plate and screws were removed and not replaced with any other hardware. The patient outcome is unknown. This complaint involves one part concomitant parts: screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional patient identifier: (B)(6). Customer quality conducted an investigation of the returned device. The 02.112.094 3.5mm lcp superior clavicle plate w/lat extn/8h/rt/130mm is an implant used in the 3.5 mm lcp clavicle plate system, indicated for fixation of fractures, malunions, nonunions, and osteotomies of the clavicle. A visual inspection, DHR review, and drawing review were performed as part of this investigation. The device was returned and it was reported that "the plate broke in two pieces." This condition is confirmed; the implant was returned broken in two pieces. The plate is broken at the location of the fourth (4th) combi-hole, starting from the lateral extension end. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned implant is already broken. A review of the device history record (DHR) revealed no complaint related anomalies. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The complaint is adequately addressed by the risk assessment. Although a definitive root cause could not be determined, given the information, it is likely that this complaint condition was due to early/excessive strain on the implant by patient, causing material fatigue and breakage. Catalog number, UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.